Manufacturer narrative:
The product will not be returned for analysis, and additional information will be submitted within 30 days of receipt.

Event description:
Hwang, sun-kyun, et al. Endovascular enterprise stent-assisted coil embolization for wide-necked unruptured intracranial aneurysms. Journal of clinical neuroscience 20 2013; 1276-1279; the patient had delayed thromboembolic complication and presented with a transient mild limb weakness. Diffusion MRI showed multiple small embolic infarctions in the middle cerebral artery territory at the corresponding site to the stent. All symptoms developed after the discontinuation of clopidogrel and/or aspirin. No visible thrombus was observed at the stented site on angiography. The patient was restarted on dual antiplatelet agents (aspirin and clopidogrel).

Manufacturer narrative:
Hwang, sun-kyun, et al. Endovascular enterprise stent-assisted coil embolization for wide-necked unruptured intracranial aneurysms journal of clinical neuroscience 20 2013; 1276-1279 indicated that one day following enterprise stent-assisted coiling of an unknown wide-necked intracranial aneurysm, the patient developed multiple small thromboembolic in the middle cerebral artery branches that resulted in mild but permanent hand weakness. The device or manufacturing lot number was not available for analysis or to conduct DHR review. Thromboembolic stroke is a known potential adverse event associated with the use of the enterprise vascular reconstruction device and delivery system, as outlined in the instructions for use. Pharmacological and clinical factors including this patient¿s pre-procedure presentation with a ruptured aneurysm may have contributed to the event. There have been studies showing evidence for a generalized strong activation of the coagulation and fibrinolytic system in patients with subarachnoid hemorrhage. Based on the reported information, there is no indication of any device performance or manufacturing issues related to the reported event. Therefore, no corrective actions will be taken at this time.